Event description:
The customer alleges that the balloon deflated 10 minutes after insertion. Intervention - the pt was re-intubated.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.